Manufacturer narrative:
A mfg rep confirmed with the user facility that a snare was used to remove the balloon material. The snare lost hold of the material before it could be extracted; unable to determine the location afterwards. The device was returned to the MFR for eval. According to numed investigation results, a visual examination of the balloon section was performed under 30x magnification; a circumferential burst was confirmed with balloon fragmentation. In addition, a non-sterile catheter from the same lot was used for destructive eval. The test catheter was easily introduced into a 5f braun introducer and inflated in a body temp bath using an indeflator. Results of this eval showed the balloon burst as intended (longitudinally) at 7 atm and was easily removed from the introducer. A review of the mfg traveler package for the lot showed that all but 1 unit met finished qa acceptance; the 1 unit not meeting qa acceptance was rejected. The cause of the circumferential burst could not be determined. Perhaps the burst was caused by pt anatomy.

Event description:
According to the reported event and medwatch form: a procedure involving a tysbak ii balloon catheter was performed in a pediatric pt in 2007 to expand the pt's coarch. As the balloon was being inflated, it ruptured, tearing in a circumferential manner with embolization of the balloon material in the left femoral artery.